Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges head set does not stick enough. No adverse event reported. Problem occurred with about 50% of the package. Only with this lot number, no problem with other lot numbers. No adverse event reported. All head sets from the affected lot have been disposed of; no product will be returned.